Manufacturer narrative:
The device is not available for evaluation however a sample photo was provided; investigation is not yet complete. E1 - additional customer contact number: (B)(6).

Event description:
The event occurred on unspecified dates between 01-may to 15-may and involved 8" add-on set, bag spike w/clave® additive port, chemolock¿ port, dry spike adapters. The customer reported that the bag spikes leak during patient use while administering cyclophosphamide. The customer stated that the incidents occurred just prior to infusion, after being spiked with administration tubing as well as during infusion. The chemo did come in contact with the patient or healthcare provider. The chemo spill was cleaned up per facility protocol and spill kit was used. There was patient involvement, a delay in therapy but there was no adverse event reported as a consequence of this event.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample, a comprehensive review cannot be performed, and a probable cause cannot be determined. Received a photo showing the affected sample. No conclusions could be made from the photo. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.